Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2007. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert (lia) on the right ventricular (rv) lead. The lead was found to have sensing integrity counter (sic) and noise observed with stimulating the pocket. The lead was reprogrammed and is scheduled to be revised. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.